Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and found that the cord was tangled and damaged within the cord reel assembly. To address the issue the stm replaced the power cord reel and completed a full system test, calibration, functionality and safety tests. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the power cord of the cardiosave intra-aortic balloon pump (iabp) has a damaged casing (internal wires exposed) and that the cord reel will not retract. It is unknown under which circumstances this occurred; however there was no known harm or injury to patient and no adverse event was reported.